Event description:
The procedure was performed on (B)(6) 2013. During femoral artery stenting, with a protege gps, the stent failed to fully deploy. Finally the stent was taken out of the body. Another product with the same model was used and the surgery succeeded. The patient involved without injury. Investigation of the returned device on (B)(6) 2013 found the protégé gps stent delivery system (sds) was received for evaluation loaded through the guide sheath from the procedure (unknown make and model). Approximately 2cm of the stent was circumferentially fractured from the rest of the stent. Approximately 65mm of the rest of the stent was exposed beyond the sds outer sheath. When the exposed (attached) section of the stent was lined up with the separated fragment the cumulative length indicates that no material was unaccounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.